Event description:
Metaglene screw head broke during implanting. Screw brok about 3mm from head. Broken screw was left in pt. Surgery extended approx 10 minutes.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Depuy states the documentary analysis of the DHR shows a conforming part (raw material and machining) with regard to its definition. No corrective actions carried out, the analysis has not highlighted any product failure with regard to its definition. These events will be followed for trend analysis. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.